Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleged particles in tubing/chamber. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated therapy with the device and verified airflow, using a pil supplied power supply/ac power cord. High pitch blower whine observed. Due to a thermal event on the pca at humidifier connector pil used a known good pil supplied humidifier on base device and verified the heater plate did heat. Product investigation laboratory also observed customers humidifier heater plate did heat. High pitch blower whine observed. Pieces of sound abatement foam, consistent sound abatement foam, were found in the blower box, inside the bottom of the enclosure, and at the air output port. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Sound abatement foam looked moist and did not rebound after pressed. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device. 4 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Ui knob broken. Thermal event on humidifier harness connector and pca. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was able to confirm the complaint of particles in airway from device but was unable to confirm particles in tubing/chamber. Customer tubing/chamber not returned. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.